Manufacturer narrative:
A device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Rptr indicated that the programming wand was "not working". Troubleshooting did not resolve the reported issue. The programming wand was returned to MFR. Analysis was performed on the programming wand and a dislodged strain-relief grommet (rendering the strain-relief function ineffective), which allowed the serial data cable plug to be pulled out of its jack was identified.